Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 212 and 194 mg/dl. Customer is also concerned with low blood glucose results obtained of 93 and 68 mg/dl. The customer's expected fasting blood glucose test result range is 156 - 166 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. On (B)(6) 2019, customer had obtained the blood glucose result of 194 mg/dl fasting and stated she was not feeling well at the time and had been sweaty. Customer had taken 7 units of insulin due to the result. Customer had tested later that same day and had obtained result of 68 mg/dl fasting. Customer stated at that time she had palpitations and was very tired. Customer had something to eat and stated her blood glucose levels returned to normal. Medical attention was not reported as a result of the actual blood glucose results and reported symptoms. Customer was using the correct testing technique. During the call a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/23/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).